Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure and motor error during rewind and the alarms were in the alarm history. The customer's blood glucose is normal and didn't require medical treatment. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to an out of phase motor encoder. No alarm was noted. The pump was received with a cracked case at the display window corner, and a cracked reservoir tube lip.